Manufacturer narrative:
After investigation it was determined the event happened as a result of user error. H codes updated to reflect investigation results.

Event description:
It was reported the cot hit a crack and tipped over. The user facility did not provide the model number or serial number of the device. There was patient involvement but no reports of adverse consequences.

Manufacturer narrative:
Device not accessible for testing.

Event description:
It was reported the cot hit a crack and tipped over. The user facility did not provide the model number or serial number of the device. There was patient involvement but no reports of adverse consequences.